Manufacturer narrative:
Eval summary: femoral component loosening, in general, can be due to many factors including, but not limited to, insufficient bone contact with the implant, surgical technique, micromotion, pt activity, or pt weight. Given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the pt presented with radiographic loosening.